Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called the isi technical support engineer (tse) and reported non intuitive motion on the da vinci system. The csr confirmed they were in the middle of restarting the system when they called. The tse advised the csr to monitor the horizon on the vision and make sure that the image was not flipped. The site had resumed the procedure and will call back if issue returns. The procedure was completed as planned with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
The field service engineer (fse) contacted the clinical sales representative (csr) and asked if non-intuitive motion was detected on two or just one arm. The csr confirmed both arms. Fse informed the csr that during engagement the camera arm my have caused orientation issue. The csr confirmed that the horizon was off. Fse informed the csr that reseating camera will reengage and help correct issue. The csr confirmed the system is now working fine. System was restarted and instrument engaged. No errors observed in logs. Two more procedures were completed with no further issues reported. No site visit was conducted. The system was working properly, and no additional action was required. A log review was performed and confirmed a right hemicolectomy procedure was performed on (B)(6) 2022 on system sk1080. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.